Event description:
It was reported that during insertion, the balloon membrane began to prematurely unwrap. As a result, a new kit was obtained and used. There were no reported patient complicatons.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.